Event description:
There is no adverse event associated with this complaint. It was reported that a sound emanated from the pump suddenly and the animas logo flashed on the display screen. Attempts to reboot the pump with a new battery were not successful. The display would not move beyond the animas logo screen.

Manufacturer narrative:
The pump was returned to animas for eval. Visual inspection revealed a previously unreported tear in the rubber keypad. Eval verified and duplicated the report that the pump does not power up beyond the animas logo screen. Investigation revealed internal moisture damage to multiple internal components. Moisture corrosion was observed on all keypad contacts. The pump user guide instructs the user to inspect the pump and confirm that it is operating properly. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact.